Event description:
Complainant alleged that the medics were attempting to pace pt, who was in cardiac arrest condition, and who was presenting an asystole heart rhythm, but the device displayed an "egg lead off" message. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt was in very poor physical condition.